Event description:
Information received from the hcp on 1/3/2007, shows that the date of onset of the reported infection has been progressive since the date of ipg implant in 2006. It is unknown if perioperative antibiotics were administered and the patient does not have meningitis. The patient presented with signs of infection that included redness and drainage. The primary location of the infection was the lead track. A culture was obtained from the pocket and staphylococcus was identified as the causative organism. The ipg was explanted and returned to the manufacturer for analysis. The hcp reported partial device system retrieval in 2007. It is unknown if the lead product remains implanted. Oral antibiotics were administered and the patient realized partial device system explant. The patient has a history of diabetes and the patient outcome was reported as ongoing. See MFR report number 3004209178200602359.